Event description:
The suspect device result was 160 mg/dl. The user dosed insulin. User then passed out. Their family member called the emt's and they arrived and took user to the hospital. Enroute, they checked their glucose and the level was 58 mg/dl. User was treated with two glucose injections. Controls were not used. The device was replaced and requested to be returned for evaluation.